Event description:
It was reported that a continu-flo solution set leaked. The reporter stated that the tubing had a hole at the clamp found during infusion with a sigma infusion pump. The chemotherapy infusion was set for 50ml for 10 to 15 minutes. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and no issues were found. The reported problem could not be verified through evaluation. Should additional relevant information become available, a supplemental report will be submitted.